Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) stage 3 in left eye. It was reported that dlk seems to be breaking up. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva) however, there is no difference between pre and post op visual acuity measurements. The patient complained of dry eye and blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.00 x -.25 x 91; left eye pre-op 20/20 -3.25 x -.50 x 67. On (B)(6) 2017: right eye post-op 20/20; left eye post-op 20/20. This report is for the excimer laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
In the initial report is was reported that the manufacturing date for the system was 7/30/2005 however, the manufacturing site has provided the date as 1998 (only the year was provided). Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.